Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission showing episodes of non-sustained right ventricular oversensing (nsrvo) due to post paced t wave oversensing. Programming changes were suggested. No intervention was performed.